Event description:
Reference number (B)(4). Event occurred in the united kingdom. The patient experienced incidents where the infusion set tubing disconnected from the hub. This occurred on three separate occasions: (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. The infusion set had been in use for 1 day at the time of each incident. The patient's blood glucose level was recorded at 7.9 mmol/l. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007969, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007969 was manufactured according to the wi version 115 and manufactured in the line l5 on 04-jul-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4f04758 was manufactured according to the wi version 64 and manufactured in the machine sc03, on 28-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4f04776 was manufactured according to the wi version 7.0 and manufactured in the machine itl01, on 03-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.